Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and two new leads were added. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing irritation at the battery site during and after charging. The patient will undergo an scs system replacement procedure.

Event description:
A report was received that the patient was experiencing irritation at the battery site during and after charging. The patient will undergo an scs system replacement procedure.